Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was reviewing a remote transmission and noted that the episodes had big red x¿s where the data could not be read. The caller was guided through printing custom reports. It was further reported that the implantable cardioverter defibrillator (ICD) detected a supra ventricular tachycardia (svt) episode and the device appropriately withheld therapy. The physician wanted to have therapies delivered sooner. The device was reprogrammed and the issue was resolved. The device remains in use. No further patient complications have been reported as a result of this event.